Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified the transfer relay cable was not plugged into the therapy pcba. The cable was connected to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed "an abnormal energy delivery" message. As a result, the wrong defibrillation therapy would be delivered if it were necessary. There was no patient involvement reported with the event.